Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received potential false positive results for 2 patients¿ sample testing with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed sars-cov-2 positive, influenza a negative, influenza b negative results for 2 patients¿ sample. Each of the patients¿ were re tested using the magnapure + lc480 and cepheid, antibody test with cobas 8000 both systems generated sars-cov-2 negative, influenza a negative, influenza b negative results for both samples. Patient sample was collected using nasopharyngeal and copan swabs with amis medium. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive results were reported out to the patients and/or personnel treating the patients. Corrected in 24 hours and reported out as negative. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).